Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) failed to deploy. Manual compression was used for hemostasis. There was no reported patient injury. The deploy button was fully pressed and flush with the handle. After removal from the patient, the plug did not detach from the exoseal vcd device. The procedure was performed using a retrograde approach. The doctor was certified for using the exoseal vcd. No obvious device or packaging damage was noted before use. The sheath used was an unknown cordis 6f short arterial sheath. Angiography confirmed the suitability of the femoral artery, including ensuring the sheath introducer insertion angle was 30-45 degrees. The vessel diameter was confirmed to be =5mm, and no obvious calcification, plaque, stent, or >50% stenosis near the puncture site was observed. The device will be returned for analysis.